Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer's insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. They stated that the reservoir compartment was broken while taking the belt clip off. They also reported that there was a physical damage to the insulin pump's reservoir lip ring and the reservoir was not able to lock into place when inserted inside the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Device had broken battery tube threads, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.